Event description:
While inserting stent catheter, the shaft broke outside of the body. The stent catheter did not get out of the sheath in the body. The shaft broke inside of the sheath. Catheter was removed without damage.